Event description:
Allegedly, the patient underwent a revision operation to his left hip. During the surgery, the components were noted to be well fixed however the modular femoral neck had fractured at the base. The head and neck were removed and the ceramic liner was disengaged and replaced with a new 36 mm poly liner. A longitudinal osteotomy was performed and the stem was deboned. Product not revised: procotyl (r) shell product ID: pha06268 lot number: 036556637 mhra reference no: (B)(4).

Manufacturer narrative:
Correction on product lot number. All previous information remains the same.